Manufacturer narrative:
Results of investigation: vyaire medical was unable to duplicate the customer's reported issue during testing and evaluation. The unit was powered on while connected to a known good oxygen supply source, a known good ac adapter, a known good lung, and a known good circuit. The unit powered on and boot up with no abnormalities. The unit passed 134.0 hours of extended bench testing at the customer's settings and passed the initial final test and the initial alarm volume test with no abnormalities or alarm conditions. It is understood that the customer's experienced issue and the patient's desaturation episodes were a result of the patient's condition and that the device operated as intended.

Event description:
It was reported to vyaire medical that when their patient began to seize or otherwise increase the inspiratory pressure, the ¿high pressure¿ alarm would sound and the ventilator would discontinue ventilations. After clearing the alarm, the ventilator would continue to ventilate. It was also reported that the patient¿s oxygen saturation level decreased during these stops, but there was no allegation of patient harm associated with this reported event.